Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 03-oct-2023. H.6. Investigation summary: nine trays were received by our quality team for investigation. Upon visual inspection, it was observed that they are smiths medical anesthesia trays, not bd anesthesia trays; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers 0001515575, 0001517225 were performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The sterilization record was reviewed, no issues were identified. Retain samples were analyzed, per the drug retain visual examination procedure, and no issues were identified. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported by customer that they multiple failed spinals with a specific lot of spinal kits - within those kits is bupivacaine; the suggestion is this medication is defective and ineffective. Verbatim: issue: anesthesia had multiple failed spinals with a specific lot of spinal kits - within those kits is bupivacaine; the suggestion is this medication is defective and ineffective.

Event description:
It was reported by customer that they multiple failed spinals with a specific lot of spinal kits - within those kits is bupivacaine; the suggestion is this medication is defective and ineffective. Verbatim: issue: anesthesia had multiple failed spinals with a specific lot of spinal kits - within those kits is bupivacaine; the suggestion is this medication is defective and ineffective.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 0001515575. D4. Medical device expiration date:28feb2025. H4. Device manufacture date: 27apr2023. D4. Medical device lot #: 0001517225. D4. Medical device expiration date: 25jun2025. H4. Device manufacture date: 11may2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.